Event description:
Boston scientific received information that this patient was in the emergency department due to cardiac arrest. It was also noted that the patient had received some shocks. A boston scientific sales representative was contacted to evaluate this system as our records indicated a boston scientific device and leads were actively implanted in this patient. The representative noted pacing spikes without capture and a lead issue was suspected. The caller stated he had incomplete system details in regards to what leads were still implanted in this patient. However, it was confirmed that the boston scientific device had previously been replaced with a competitive device. A representative from that company was contacted for system evaluation.

Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.